Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Investigation is completed based on current available information. The legal case is on-going. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required..

Manufacturer narrative:
Cmp-(B)(4). (B)(4). Concomitant medical products: m2a-magnum mod hd sz 42 mm, item no: 157442, lot no: 1432069. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patients legal representative that the patient underwent a total right hip arthroplasty. Subsequently, patient was revised due to alleged metal-metal intolerance. No further information has been provided. This report is based on allegations set forth in patients notice and the allegations there in are unverified.